Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a system upgrade procedure. During the procedure, the pulse generator exhibited a diagnostics anomaly and loss of output. It was noted that the device was exposed to electrocautery. The device was explanted and replaced. No patient symptoms were reported.